Manufacturer narrative:
Additional information was received that this annuloplasty band was explanted due to a failed repair attempt. Conclusion: the reported clinical observation does not indicate a potential manufacturing issue. Based on historical data, failed repair attempts are likely due to the patient¿s native anatomy.

Event description:
Medtronic received information that two months post implant of this annuloplasty ring, this ring was explanted for unknown reason and replaced with a bioprosthetic valve. No adverse patient effects were reported.

Manufacturer narrative:
Multiple attempts to obtain additional details regarding this explant and to obtain return of the device have been unsuccessful. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.